Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced leg weakness following the implant procedure. The device was compressing the thoracic spine and the physician replaced the device with percutaneous leads, after which the symptoms improved. The patient is currently using the device to find effective pain relief.